Event description:
It was reported that during a pci procedure, the bio ranger balloon ruptured at 12 atms on the third inflation. The number of atms reached on the initial two inflations is unknown). The lesion being treated was in the proximal lad. A 7f terumo introducer sheath and a tgv 0.014 guidewire were also used in the procedure. No patient injuries or complications were reported. Patient status listed as "good."".